Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the severely calcified superficial femoral artery (sfa). After a guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and pre-dilatation was completed with a 3mm balloon catheter. An innova stent was then deployed, post-dilated with a 6mm balloon catheter, and the procedure was completed. No patient complications were reported and the patient's status was good.